Event description:
It was reported that the patient experienced a syncopal event. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and falling p-waves. The lead remains in use. No further patient complications have been reported as a result of this event.